Manufacturer narrative:
Technician found that the latch 68860 was stuck and not pivoting as it was soiled. Cleaned latch and clevis pin (B)(4) to resolve this issue, account also stated that the center arm cover came off. Inspected the cover and found dried up soiled liquid. Cleaned area to resolve this issue.

Event description:
Account alleged that the patient left foot siderail not staying in the up position.